Event description:
The implantable neurostimulator was replaced. Early battery depletion was suspected. No additional information was provided.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies - ins is functionally ok. The ins output was tested at the distal end of a known good extension; good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension.